Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and therapy was initiated, the iab did not inflate fully. A new iab was inserted to continue therapy. After approximately three days of therapy with the second iab, shortly before therapy was planned to end, the console generated a rapid gas loss alarm and pumping stopped. There were no issues with the tubing and no issue found during a leak test performed after removing the iab. There was no patient harm or adverse event reported. This record is for the second iab used in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00646.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing was also returned. Three kinks were found on the catheter tubing near the y-fitting approximately 69.3cm, 71.9cm & 73.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how kinks in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, kinks in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.